Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator graphic user interface (gui) was inoperable. There was no patient involvement. The covidien customer support engineer (cse) verified malfunction. The cse inspected the device and replaced the gui central processing unit (cpu) printed circuit board (pcb). The unit passed extended self-testing.